Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that a patient with a history of myelomeningocele, neurogenic bladder, bladder enlargement and enteric fistula experienced scrotal extrusion of the pump of an artificial urinary sphincter (aus) leading to its removal. No information was provided about the patient's outcome.